Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 1 of 4 . The care giver (cg) stated that the hp extension line came off the patient line in the drain cycle. The baxter technical representative (tsr) explained the message and informed the cg to recycle the hc and se 2367 occurred. The cg will start over using new supplies and told the cg to contact the nurse and let her know. The cg followed the instructions and the hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240. The cg stated that the issue was resolved. The cg stated the cause of the alarm was due to the home patient (hp) tugging on the line by accident causing it to come separated from the extension. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) informed the registered nurse (rn) regarding the alarm and was provided antibiotics in response to the event. The cg stated that they were doing fine and continuing therapy without issues. The cg stated the hp did not connect prior to prime on the day of the call. The cg stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1 of 4 was not confirmed due to a lack of sample. As per the report information the cause of the se 2240 is due to separation of the patient line from line extension. The cause was determined as use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).